Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that trocars contained in two paks were leaky during surgery. Additional information has been requested but not received to date.

Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria; therefore, the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
During follow-up, additional information was received which indicated that there were three patients involved.

Manufacturer narrative:
(B)(4)

Event description:
Additional information provided by the reporter. Two patients were involved. The procedures could be completed without any patient harm. One of the 3 trocars used leaked in each procedure. This is one of three medical device reports being filed for the same facility.